Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Also, patient was having difficulty charging the ipg due to its placement. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.